Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was confirmed due to a defective cable. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. A device history review (DHR) review was completed, and no issues were identified. The DHR confirmed that the subject device was shipped in accordance with specifications. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the camera head's image becomes blurred and indistinct. The issue occurred during preparation for use before a diagnostic laparoscopy procedure and was completed using a similar device. There was no delay or reports of patient harm.